Event description:
It was reported that the customer received a no delivery alarm during basal delivery. The customer's blood glucose was 116 mg/dl. Troubleshooting was not fully completed because the customer declined. The customer stated that she would try a different insertion site. The customer also stated that the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.